Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to producing high thresholds and intermittent capture. The lead was unable to be fully extracted due to an insulation and coil break. No additional adverse patient effects were reported.